Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he changed out the infusion set and when he went to prime, insulin did not exit the prime menu. Customer stated that they were receiving an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the incident was 115 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.